Event description:
The customer reported via phone call that she inserted a new battery twice and it took a long time for the insulin pump's display to return. The insulin pump was exposed to moisture and rust was visible by the b button. The insulin pump was exposed to sweat and it had a small crack above the lcd screen. Customer's blood glucose level was 100 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery was insertion. No anomalies were noted during start up. The device was monitored for several days and no blank display was noted. The device was received with normal operating currents. No damage found on the lcd isolation tape noted. The display had cracked case at display window corner, reservoir tube lip, minor scratches on the display window, and missing end cap sticker.